Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 340 mg/dl after a recent infusion set change, with readings remaining above 200 mg/dl through the morning and a fingerstick of 318 mg/dl at the end of the call; the user reported no device alerts and no issues noted with tubing, and elected to replace the infusion site and associated components as a precaution. Symptoms included no reported clinical symptoms. Outcomes included user self-management with site and component change and education on troubleshooting. Investigation included telephone-based troubleshooting and education regarding infusion set and system use. Investigation of this case revealed no device alarms or observed hardware issues, and the cause of hyperglycemia remained unclear despite site change and accurate meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.